Event description:
The account alleges that during endovascular procedure on a patient diagnosed with a pulmonary embolism [pe]. The physician had successfully acquired vascular access and during catheter manipulations the catheter tip detached with the patient. The clinician successfully externalized the foreign body with a vascular snare device liberating the vessel. The patient tolerated the procedure well and another catheter was used to successfully complete this procedure for the patient.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.